Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through fa1542, CAPA 722471, 806 report # 1723170-05-18-2026-001-c. (H3, h6): manufacturing representative went to the site to test the system, replaced detector according to service manual, completed system checkout, return to service. Codes: b01, c02, d0302 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000905. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that during a case; the site experienced some artifact issues. The site immediately switched to their other imaging system, and they were able to continue with their case. Patient was present. There was unknown surgical delay and impact on patient outcome. Add info received: imaging system being used during a tlif procedure. This issue occurred intra operatively and caused less than 1 hour surgical delay. There was no reported impact to the patient outcome.